Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant products ¿ trabecular metal modular acetabular system p/n 00626006022 l/n unknown; trilogy acetabular system liner longevity crosslinked polyethylene p/n 00631006032 l/n unknown; zimmer m/l taper hip prosthesis femoral stem p/n 00771101200 l/n unknown; versys hip system femoral head p/n 00801803202 l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03763, 0001822565-2017-03764.

Event description:
It was reported that patient underwent a revision procedure six years post-implantation due to a failed left hip with evidence of adverse tissue reaction, likely alval from trunnion corrosion with osteolysis and fluid collection in the tissue. Operative notes report when opening the capsule, a large amount of fluid was expressed under pressure. There was a large amount of fibrinous debris. When removing the femoral head, there was significant corrosion both on the neck and in the ball. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Op notes provided confirmed the reported event. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Op notes provided confirmed the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.